Event description:
Began experiencing low back pain, radiating to lower extremities and subsequently increased to complete disability in early 2012. Multiple tests performed including CT/myelogram on (B)(6) 2012. Results of this test noted ectopic bone growth and surgery was performed several weeks later. Following revision surgery in (B)(6) 2012, had good recovery following full program of pt. However, began experiencing recurrent low back pain radiating to legs in approx (B)(6) 2012 - (B)(6) 2012. Pain contained to increase and an additional 12 weeks of pt was prescribed. Currently experiencing significant low back and leg pain, which affects even dressing without assistance. Am physically limited due to pain and stiffness.